Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. Stent struts were noted to be lifted and pulled distally on the 3rd and 5th proximal stent struts rows. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. The tip appeared pinched towards the distal edge of the tip. This type of damage most likely occurred during handling the device. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.